Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2018, 16:24:29 (B)(4). Complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6). Cust noticed leaking reservoir during: filling insulin inside normal use. Customer noticed: crack or splits in barrel: no. All components are present (septum, res.stopper, snap cap and o-rings): yes. Reservoir leaked at: the end. Reservoir in use since: 07.30 oclock am today. Problem occured with 1 reservoirs.fluid in pump: yes go to flow "fluid in pump". Cust. Will return 1 reserv. To mdt for analysis. Ts only. (B)(4). Input date: (B)(6) 2018, warranty start: 00/00/0000, warranty end: 00/00/0000 batch - (B)(4).